Event description:
The original complaint for this particular issue stated that the cranking mechanism for this product was broken. In 2008, we became aware that the particular failure mode experienced on this bed was the same experienced on the bed referenced in importer report 1824206-2008-03880. This failure mode has the possibility of causing unintended movement and could cause serious injury or death were it to reoccur, and therefore is being reported now.